Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected. Results: visual inspection revealed that the tubing was degraded in two areas. Conclusion: we are unable to determine the cause of the reported event. However, it is likely that the reported event occurred due to the tube being in contact with chemicals or exposed to excessive uv light for a longer period of time. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The user instructions that accompany the rt380 breathing circuit state: "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in france reported that the rt380 adult dual heated evaqua2 breathing circuit was found damaged prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the rt380 adult dual heated evaqua2 breathing circuit was found damaged prior to patient use. There was no patient involvement.